Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for post operative check on (B)(6) 2017. The atrial lead exhibited a sensing issue and had became dislodged. Patient had complete heart block and appeared to be experiencing pacemaker syndrome due to vvi pacing. The doctor repositioned the lead, but the lead became dislodged again later that day. The doctor extracted and replaced the lead. After extraction, the helix did not appear to be fully extended and had a considerable amount of tissue in it. The doctor suspected the helix issue lead to the dislodgement of the lead. Patient did not experience any complications from surgery and will continue to be monitored.